Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistently elevated blood glucose last recorded at 401 mg/dl associated with an occlusion alert while using an ilet system with an infusion set, which initially persisted after a full supply change until delivery was manually resumed per on-screen notification clearance. Troubleshooting included detaching the set to check for insulin drops and education on clearing the occlusion alert to restore delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported need for medical intervention or hospitalization. Investigation of this case revealed an occlusion-related interruption of insulin delivery that resolved after supply change and clearing the alert to resume delivery and restore therapy. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion with user interface¿related interruption until the alert was cleared.